Manufacturer narrative:
Article citation: olgun, ali et al. "Xen gel stent versus trabeculectomy: short term effects on corneal endothelial cells." European journal of opthalmology, may 26, 2020. Pages 1-8. Additional information has been requested from the corresponding author regarding devices, events, and patients. At this time no further details have been provided.

Event description:
The article "xen gel stent versus trabeculectomy: short-term effects on corneal endothelial cells¿ noted that a group of patients with the mean corneal endothelial cell density of 2156.2 +/- 559.7 prior to implant went to 2098.4 +/- 556.6. It was also noted "there was a statistically significant decrease in the mean cecd".